Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) helium tank ran out quickly. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site telephone), g3, g6, h2, h3, h6, h10, h11. Corrected fields: d5. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The leak came out of the helium manometer connection. The manometer connection was disconnected and connected again, and the fault was resolved. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) helium tank ran out quickly. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
N/a.